Event description:
Pt scheduled for osteotomy, proximal second meta carpal of right hand. When dr put in the 12mm screw, the head broke off. Remainder of screw was left in the middle screw hole of a five hole plate. Screw head was removed from field.